Manufacturer narrative:
The event involved a male with a history of pericarditis, smoking, hyperlipidemia and hypertension. This patient's history places him at increased risk of mace. The indication for admission to hospital was angina. The patient underwent a nuclear mibi scan revealing anterior and apical wall ischemia. He therefore, underwent coronary angiography revealing a 32mm lesion of the proximal to mid left anterior descending (lad) artery with timi flow of 1. The vessel was mildly calcified and moderately tortuous. The reference vessel diameter was 2.5mm. Additionally, there was 30% ostial narrowing of the left main trunk and scattered 20-30% narrowing of the circumflex and right coronary artery. Treatment of the lad was attempted resulting in the failed crossing of a bmw wire. A cross-it wire was able to be tracked to the mid lad and the lesion was dilated with a maestro 2 x 11 low profile balloon but did not result in creased flow. A 2.50 x 30 worldpass balloon was therefore introduced into the lad and used to dilate two segments of the long stenosis at 14 atm. However, an abrupt flow occlusion of the vessel occurred. During withdrawal of the worldpass balloon it was noted a "fold back" occurred on the cross-it wire and so it was removed. Multiple other wires failed to cross the lesion not allowing angioplasty or coronary stent placement. Following the procedure, the patient developed chest pain and hypotension. Echocardiogram revealed a moderate sized pericardial effusion indicating possible coronary artery perforation. The patient was sent for emergent open-heart surgery for relief of tamponade and bypass grafting. The product was not returned for analysis and the lot number is not known therefore, a device history records review could not be conducted. Abrupt arterial closure can be associated with the use of angioplasty balloons. Based upon the information provided, it is not possible to conclusively determine the cause of the event however; there are patient and lesion factors that may have contributed to it. Please note that this ptca balloon catheters is distributed outside the united states; however, it is similar to the ptca balloon catheters distributed in united states.

Event description:
A report received from the clinical study registry indicated that the patient incurred an abrupt flow occlusion of the coronary artery during a percutaneous coronary intervention.